Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubies failed to recover. A field service engineer (fse) identified duplicate address failures on all pockets in drawer 1 of the main enhanced legacy cubie drawer, removed the rear panel, and found a loose row cable. The fse reseated the row board cable, reinstalled the drawer, and had the user recover and reload the duplicate cubie pockets successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had failed hardware. Multiple cubies were failed to recover to read, write or invalid memory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.